Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller to use room temperature insulin when filling the cartridge and assisted in completing the load process to resume insulin delivery. The caller was instructed to continue filling the tubing until the total amount equaled 30 units, and successfully saw drops of insulin at the end of the tubing.